Event description:
Two philips -hp ultrasound- transesophogeal probes were found during inspection process to have had the insertion tubes covered with some unk material, which had begun to separate from the original insertion tube. Both the probes are model 21369a which rptr purchased as used equipment. The insertion tubes are aproximately 2mm larger in diameter than the nominal for this te probe model. Rptr has notified the distributor of devices of the potential safety risks posed by these. The risks rptr believes these present to pts are: choking due to the possibility for the tube covering material breaking loose; accidental ingestion of disinfecting solution due to the possibility that some of it could become partially trapped between the covering material and the original insertion tube and come out into the pt during the procedure.